Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for investigation. The manufacturing process for the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The data returned for investigation were evaluated. The evaluation revealed that the bipolar and unipolar ventricular impedance values decreased after implantation of this device. In particular, the bipolar impedance decreased down to out of range values, thus triggering the change to unipolar configuration mentioned in the complaint description. However, the available data did not show any indication of a pacemaker malfunction. In summary, this device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis the root cause of the low impedance values could not be determined. In particular, no peculiarities were noted during the analysis of the returned x-ray images.

Event description:
An auto lead polarity change was observed during a follow-up. Therefore, the polarity of the v-lead was changed from bipolar to unipolar. Loss of capture was noted in bipolar but not in unipolar. The physician has decided not to take further action due to the patient being (B)(6) with a sss.